Manufacturer narrative:
A risk to the pt's health could not be excluded for these specific circumstances, since 12 k-wires were not placed as intended, although: there is no indication of a systematic error or malfunction of the brainlab device; the corresponding measures to minimize this already anticipated risk as low as reasonably predictable are in place; according to the hosp there is no negative clinical effect to the pt and the outcome of the (complete) surgery was successful as intended. According to the results of brainlab investigation and the info provided by the hosp, it can be concluded that the root cause for the misplaced k-wires (too caudal and towards the right side of the pt) is: a relative movement of the vertebrae that could not be compensated by the navigation system, since the reference was not attached on the vertebra to be operated on (as required by the software user guide); a de-calibrated scanner, especially with regard to the systematic caudal deviation. There is no indication of a systematic error or malfunction of the brainlab navigation device. Corresponding brainlab measures to minimize this already anticipated risk as low as reasonably practicable are in place. Brainlab intends to offer an additional training to this hosp.

Event description:
A spine surgery (open stabilization of the vertebrae t3-t9 placing k-wires/screws in t3-t5 and t7-t9) was planned to be performed with the aid of the brainlab spine and trauma 3d 2.1 navigation device. During the procedure the surgeon: attached the navigation reference to the vertebra t10; performed the initial registration of the pt (matching of virtual display of pt image data and actual pt anatomy) with automatic image registration of intra-operatively obtained CT scans; verified the accuracy of the registration and determined it to be appropriate; used the brainlab pedicle access needle including trocar tip to navigate to the entry point of the pedicles; placed the k-wires (t3, t4, t5, t7, t8, t9); performed an intra-operatively obtained CT scan and recognized that all 12 k-wires were not placed as intended; decided to place the k-wires using 2 c-arms without the aid of navigation. According to the hosp, there is no negative clinical effect to the pt and the outcome of the (complete) surgery was still successful as intended.